Event description:
It was reported that after a dexcom g7 sensor replacement, the new sensor paired with the dexcom app and displayed glucose values, but the ilet did not pair for approximately forty minutes until the agent toggled the ilet cgm setting from g7 to g6 and back and the user re-entered the pairing code, after which the ilet displayed glucose readings. Symptoms included no adverse physiological effects and no reported blood glucose abnormalities. Outcomes included no interruption to therapy and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed that device functionality was restored through settings toggling and re-entry of the sensor pairing code, indicating a temporary pairing failure. It was concluded that the event was attributable to a transient communication or configuration issue, and the device operated as intended after corrective steps.